Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device created malformed clips during unknown firings. Used a similar device to complete the case with no patient consequence.

Manufacturer narrative:
.